Event description:
Consumer called to report inaccurate readings. Analysis run on consensus error grid using mean reading (263) as ref. Point vs. Bd readings (416, 110) yielded data points in the c zone of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting product return to conduct quality investigation.